Manufacturer narrative:
One osseotite tapered certain implant was returned for investigation. Visual inspection of the as returned product identified minor nicks and bone residue around the external threads due to usage. The device could not be functionally tested for the reported failures (bone loss + infection). Measurements were taken using a caliper. Through dimensional analysis and comparison to drawings (dwg no. 223243 rev. S), the device was found to be within design specifications when it left zimmer biomet (file: 3-int413). Pre-existing condition noted on the per was low bone density type iii. The reported device had been implanted on tooth # 4 for approximately 3 years. X-ray images were provided. Upon analysis by subject matter expert (sme), bone loss was confirmed. DHR review for the lot (2015052173) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. All sterilization activities were conducted with no nonconformities per sterilization record (op# 0210). Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Complaint history review was performed for the reported lot (2015052173) and no similar events or complaint was found. January post market trending was reviewed and there were no actionable trends or corrective actions for the reported events or device. Therefore, based on the available information, device malfunction did not occur and the reported bone loss was confirmed through x-ray analysis. However, infection could not be verified via x-ray analysis. The following sections have been updated: b4: date of this report. D4: unique identifier (UDI) number. D4: expiration date. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: device evaluated by manufacturer. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that implant (int413) was removed due to infection and bone loss. Abscess was also reported. Tooth location 4.